Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a symptomatic patient presented in clinic during a follow up visit, device post-sensed t-wave oversensing issue on the ventricular channel was observed. The patient received inappropriate high voltage therapy. The patient did not have the device checked for two years and was lost on follow up. Programming changes were made. No further information available.